Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to enlarged uterus and rectal bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and bleeding. It was reported that patient underwent repair of mesh on (B)(6) 2010 for acute pelvic pain and pneumoperitoneum. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, urge incontinence, urinary tract infection and overactive bladder. (B)(4).

Event description:
It was reported that following insertion the patient experienced hematuria, urge incontinence, urinary tract infection and overactive bladder.